Event description:
Reporter indicated the patient's suicide attempt was not related to vns but to disease process. The patient is going through a divorce, having child custody issues, and is very stressed. The patient's medication levels are also not in a therapeutic range. The reporter is aware of the illicit drug use and the patient is being counseled. The vns is working properly per the reporter but specifics and device information were not provided. The reporter indicated the vns has been helpful for the patient.

Event description:
Additional information was received that indicated that the patient's attempted to overdose on pcp (phencyclidine).

Event description:
Reporter indicated that a vns patient was admitted to an inpatient facility due to a suicide attempt from ingesting recreational drugs.the patient was initially implanted with vns on (B)(6) 2011.attempts for further information are in progress.